Event description:
It was reported that the asymptomatic patient presented to the hospital for scheduled atrial fibrillation therapy and upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced successfully on (B)(6) 2015. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).